Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hypoglycemia. The customer blood glucose level was 36 mg/dl at the time of incident. The customer was treated with food and glucose tablets for low blood glucose level. Customer was experiencing low blood glucose level about a week. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the low blood glucose. Based on customer report they did not allege pump was over delivering. Customer declined to continue troubleshoot for the low at this point. The insulin pump will not be returned for analysis.